Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the operation channel cut, the deflector wire broken, the insertion flexible tube (ift) coating damage, the root brace rubber cut, the us probe image no scanline, the balloon feeder/return tube clogged, the segment worn out, the washing tube clogged, the deflector washing socket deformed, the light guide cable buckled, the us connector/junction cable buckled, the us connector body fluid damage, the us connector body corroded, and the us connector body loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.